Event description:
Per the clinic, the patient experienced an infection at the implant site which was treated with oral antibiotics. The implant remains in-situ.

Manufacturer narrative:
This report is submitted on november 11, 2021.

Manufacturer narrative:
Correction: the correct b4: date of this report and g2: date received by manufacturer should be september 22, 2021 and not september 16, 2021 as previously reported. This report is submitted on december 20, 2021.